Manufacturer narrative:
In section h9, the correction/removal reporting number was correction from 8880 to 88801.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-01450, 2: tests 1, 3 of 3).

Event description:
User reported 3 false positive results. No additional information relating to follow-up testing was provided. This is report 2 of 3.